Event description:
It was reported that the patient was hospitalized for hyperglycemia on (b)(6)2026. While wearing the Pod for approximately 5 to 24 hours, the patient's blood glucose level reportedly increased to 540 mg/dL. Reported symptoms included polydipsia (increased thirst) and nausea. The patient received treatment with intravenous (IV) insulin and electrolyte replacement therapy. The patient was diagnosed with diabetic ketoacidosis (DKA), and there was a reported suspicion of spoiled insulin. Upon removal of the Pod at the hospital, the Pod was reportedly found to be loosening from the abdominal infusion site, and the cannula was observed to be bent. The patient was discharged from the hospital on (b)(6) 2026.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: G6Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.